Event description:
An alarm was reported by the customer, labeled as alarm 9, but the specific date of occurrence was not provided. The issue did not affect the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer occasionally reused cartridges, which was advised against by technical support. Despite the alarm, the customer was able to continue insulin therapy by refilling the cartridge. Technical support attempted to contact the customer for follow-up but was unsuccessful.